Event description:
It was reported that a clearlink system, solution set leaked due to a faulty white connection piece. The leakage was entirely contained in the trash can below the pump. This occurred during patient infusion with an unspecified chemotherapy agent. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred in (B)(6) 2025. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.